Event description:
It was reported that a pump has an "error 322." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was tested for 24 hours with no occurrence of the error 322. Review of the history log confirmed the reported error 322. The eval found that the upper auxiliary assembly flex was not secured to the connector of the I/o pcb. The misaligned connector can trigger an intermittent system error 322. The upper auxiliary assembly will be replaced.